Manufacturer narrative:
The customer did not retain the serial number which determines the date of manufacture. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. . Complaint trends will continue to be monitored.

Event description:
Medtronic received a report the n560 pulse oximeter display was missing segments. Customer indicated there was no patient involvement with this event.